Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the popping sound was due to ground stud breaking off from the plug. Replacing the power cord resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power cord has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when the imaging system was being moved by the site from storage unit a popping noise was heard from the system and a messaging stating the imaging system needed motion calibration was displayed. There was no patient present at the time of the issue.